Manufacturer narrative:
The device was manufactured from december 19, 2017 - december 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After 24 hours therapy time, it was discovered that 100ml of medication had not been delivered to the patient. The folfusor was filled with 270 ml of physiological serum and 3gr of cefazoline. There was no patient injury or medical intervention associated with this event. No additional information is available.